Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridge and product code were used in the procedure? Was any buttressing material used? Did the patient have any known coagulopathy disorders? Did the patient receive any pre-op or intra-op anti-coagulative therapies? During re-op was the site of the bleed identified? If so, how was it addressed? Did the patient require a blood transfusion? At any time during care of the patient were there staple formation issues noted? What is the current patient status?

Event description:
It was reported that during a trial on a gst60 for a lap bypass. Everything went very well, the hemostasis was perfect. One week after, I met the surgeon and he told me he had to re-operate cause the patient was bleeding. He does not know where it comes from.